Event description:
It was reported that the patient experienced infection/erosion at the cuff site of his artificial urinary sphincter (aus). All he components were removed and a new aus was implanted. No more information is available at the moment, additional information was requested and will be provided as it becomes available.